Manufacturer narrative:
Reports of suction issues with the laser system and patient interface are patient and user related. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported a suction break at the start of channel creation during lasik flap creation. No patient harm was reported.